Manufacturer narrative:
Batch record was reviewed and shows no deviations. A review of complaint records revealed that no other complaints from this order number were received. Visual inspection of the tube on the returned device took place and no deviations were found. The results of our investigation revealed no product deficiency suggesting this event was not caused by a deficient product. All information available is included in this report.

Manufacturer narrative:
The glaucoma shunt was received and is currently undergoing evaluation at the manufacturing site . Device met all specifications prior to release. No conclusion can be reached at this time. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the patient's glaucoma shunt was explanted 8 months after implant. The reason stated was overfiltration causing the patient's eye pressure to drop to zero. The surgeon stated he didn't think the device was the cause but he could not be completely sure.